Event description:
The manufacturer received information alleging a charging issue with a ventilator's internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device's software was reloaded to address the issue.